Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that 2- ar-1927bct-475 corkscrew sutertape anchor's (lot:10602006), and 1-ar-1927bct-475 corkscrew sutertape anchor (lot: 13270385)cracked during insertion. This was discovered during use in a patella reconstruction on (B)(6) 2021. The surgeon used a punch only, and was using force when the first anchor cracked, all pieces were removed. The surgeon used a punch and tap for the second and third anchor and the same issue occurred. All pieces were removed. The case was completed using metal corkscrews with no additional issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.